Event description:
It was reported that two (2) small volume folfusors leaked from an unspecified location. These were observed before administration to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon additional information, it was further reported the quantity of leaking devices was three (3; previously reported as 2). H4: device manufacture date: the devices were manufactured between 24jul2023 and 25jul2023. H10: three (3) devices were received for evaluation. A visual inspection revealed fluid inside the bags that contained the units. When the devices were removed from the bag, the cause of leak inside the bag was found to be untightened winged luer cap from first and second units and detached winged luer cap from the third unit. Signs of surface roughness were not observed inside the caps when inspected under the microscope. A functional leak test was performed by filling the device with green colored water. After filling and prime, to ensure the blue cap was securely connected to the device, the cap was hand tightened by manually rotating the cap until the cap could not be rotated further. The samples were being monitored until the next day and no signs of leak were observed. The reported condition was verified in all three devices. The cause of the condition was due to a user error by not tightening the blue winged cap. The product label (IFU, instructions for use) indicates the winged cap should be securely connected to the device after filling and priming. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.